Event description:
This is two of three similar incidents reported by the same facility. User facility reports two cracked avf luer connectors on the same pt found at intiation of treatment. Two extracorporeal circuits were discarded resulting in ebl = 500 cc. Pt was administered o2 and teatment was terminated. No further medical intervention was required.